Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high defibrillation impedance was observed on the right ventricular (rv) lead. The device was reprogrammed. The patient's condition was stable and will continue to be monitored; there were no adverse consequences.